Manufacturer narrative:
Date of event is estimated. The patient's weight is unknown.

Event description:
It was reported the patient stopped recharging their ipg over an extended period of time. In turn, their ipg has become inoperable. As a result, the patient plans to undergo surgical intervention on a late date.

Event description:
Additional information received revealed the patient's ipg was explanted and replaced to provide resolution.

Manufacturer narrative:
A4. Patient weight was obtained via follow-up.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.